Event description:
Pt receiving IV brentuximab infusion. At completion of infusion, attempted to add the 20cc nss flush via the new optima phaseal safety system. Had difficult time attempting to connect the phaseal system to the connector. When attempting to do so, the tubing disconnected from the brentuximab bag and a scant amount (less than 3cc) of the brentuximab spilled out of the bag.